Event description:
Arrive clinical study # 022-002. It was reported that 570 days after a coronary drug eluting stenting treatment procedure, the pt expired. The lesion being treated in the index procedure was a 3.0mm, 80% stenosed, 28 mm long portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and placement of a taxus express2 8.8% 3.0 x 28mm stent. Residual stenosis was 0% during this procedure, the rca was treated with balloon angioplasty and placement of 2 overlapping cypher stents. There were no reported complications and the pt was discharged the next day on plavix and aspirin. Five hundred and seventy days after the initial proceudre, the pt expired. The stie was documented that they have been unable to obtain any additional info regarding the pt's death. The pt died while residing in another state. In the opinion of the physician the relationship of the pt's death to the taxus stent is unk.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product anlaysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.